Event description:
Machine purchased in the early summer two years ago. Driver replacement later that same month. Two months later wires shorting out causing replacement part a few days later. The driver replaced for second time the next day. In spring of following year, the hand control replaced. A few days after hand control replacement - lateral arm unlocked during tomo image requiring intervention by staff. The next week, the device driver resulted in third replacement driver on, early in the next month. The day after this replacement, a new driver error resulting in forth replacement driver. Days later irregularities in log requiring tech support visit. The following day, more driver issues; tech support believe related to motherboard issues. The next month driver issue related to bent needle; needle replaced. Summer of that year following imaging issues the detector was replaced. Late winter of the same year, the machine reported two errors: calculated mass to high and target area above breast area. Tech support could not duplicate error and resolved with no issues found. On early this year, entity first discovered that small sliver of plastic was shaving off cut block and was located in patient's tissue. This occurred on another patient later on that month. Next month reboot was required to scroll through images. Staff report third piece of plastic found in patient tissue the end of the next month. Several days later, driver replaced again. Complete timeline of events available. No known patient harm.